Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an IV (intravenous) extension set disconnected from the patient¿s central line. It was further reported that the nurse reconnected the line and a short time later the line self-disconnected from the extension set. The nurse attempted to troubleshoot by changing out the needle free connector, however, the nurse alleged the issue was with the connector on the IV tubing. This was identified during a patient infusion of heparin drops. There was no report of patient injury or medical intervention associated with this event. No additional information is available.